Manufacturer narrative:
The customer disabled the channel. The calibration performed on (B)(6) 2022 did not indicate an issue. The qc recovery was provided, but the provided "targe" mean and range information was only for one level and may not be correct as the ranges were very wide. The investigation was unable to confirm if the customer's qc results were within ranges prior to the event. The specimen was a serum sample collected in a 3 ml gel tube. Other pre-analytical data were requested but not provided. The alarm trace provided contained abnormal aspiration (sample probe) and abnormal aspiration (sample probe a/b) errors. While these alarms were not for the e 801, they are indicators of possible poor sample quality. The field service engineer (fes) found the reagent probe was misadjusted. He then adjusted the reagent probe. He also replaced the measuring cells and the gear pump. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys ft4 iii assay result for one patient sample tested on the cobas e 801 analytical unit. The reporter was not sure if the initial result was reported outside of the laboratory. The reporter stated that they have been receiving abnormal results from channel 1 of the analyzer. The reruns were performed on a different channel and the results obtained were within the normal ranges. The reporter was able to provide an example of a questionable result: the initial result from channel 1 was 7.7 ng/dl with a data flag. The repeat result from the other channel was 1.44 ng/dl. The repeat result was deemed correct. The reagent lot number is 54104201 with an expiration date of 31-jul-2022.